Event description:
During the procedure, the physician experienced difficulties torquing the catheter, which may have been caused by the pt's extensive scar tissue from previous procedures. Post procedure, the physician experienced difficulty removing the catheter from the pt, causing the sheath to stretch and separate. Subsequent exam of the pt revealed two inches of the distal tip were located in the right femoral artery graft. The two inch section was surgically removed in 2000. Pt had angioplasty performed the next day and is reportedly doing well.